Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that another manufacturer's left ventricular (lv) lead was revised and the day after the revision, the right ventricular (rv) shock lead impedance (sli) was approximately 157 ohms. The rv lead was also another manufacturer's lead. Over the last 6 months, the sli was trending around the 40s. Boston scientific technical services (ts) suggested testing with maneuvers and serial impedance measurements, or to try a vector breakdown. The physician opted to remove and replace the rv lead. No additional adverse patient effects were reported.